Manufacturer narrative:
Concomitant medical products: 8780 catheter, implanted: (B)(6) 2014; 8590-1 neuro accessory, implanted: (B)(6) 2015; 8781 catheter, implanted: (B)(6) 2015; 37603 ipg, implanted: (B)(6) 2016; 8637-40 neuro pump, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. Cultures were taken and antibiotic treatment was necessary. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.